Manufacturer narrative:
(B)(4). This device is no longer manufacured and customers were notifed of the end of service date which was (B)(6) 2010.

Event description:
The customer reported that the n20e portable pulse oximeter had random missing segments during power on self-test (post). There was no patient involved.